Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. (B)(6) devices were received for evaluation; 5 events were confirmed during testing for overheating and a damaged hose; 1 event was confirmed for a damaged hose but not overheating. (B)(6) devices were found to be affected by a damaged rotor, which is known to cause or contribute to overheating. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device was overheating and there was a damaged hose, causing the leaking of air and/or oil. Three had no patient involvement; no patient impact. Two had patient involvement for overheating, but no patient involvement for the damaged hose; no patient impact. One had patient involvement for both the overheating and damaged hose; no patient impact.